Manufacturer narrative:
Upon explant, the device was discarded by hospital technicians. As a result, the device will not be returned to boston scientific for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient had a magnetic resonance imaging (MRI) scan, which damaged the device, requiring replacement. During the replacement procedure, the physician reportedly forgot to loosen one of the set screws, causing a lead to be temporarily stuck in the header. Once the set screw was loosened, the lead was easily removed, with no lead damage reported. No adverse patient effects occurred as a result of these observations.